Event description:
Reporter indicated a vns pt was explanted due to infection. Fluid was cultured from the generator site. Attempts to the reporter for additional info have been unsuccessful to date.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterility for both the lead and generator prior to distribution.